Event description:
False negative result(s). The user claims that their unit is providing false-negative results for uro when compared to visual reading of the same sample. These tests are being performed on proficiency testing material. The user confirmed that the unit is passing level 1 and level 2 qc test. Test strips lot 98123120002 exp 02/24/2026 opened on 01/23/2025.

Event description:
False negative result(s). The user claims that their unit is providing false-negative results for uro when compared to visual reading of the same sample. These tests are being performed on proficiency testing material. The user confirmed that the unit is passing level 1 and level 2 qc test. Test strips lot 98123120002 exp 02/24/2026 opened on 01/23/2025.

Manufacturer narrative:
In this follow-up report, the following information is different than the initial report. The final investigation yielded the following conclusion: batch records for final product manufacture and qc record for 231213 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. After receiving the feedback, we asked the customer to return the analyzer, test strips, acon control, and third-party control for further investigation. We later learned that the third-party control was purchased from the american proficiency institute (api). On april 16, the lab received the analyzer, acon control, and test strips and ran tests. Based on the results and data from cpus250298 technical evaluation, the analyzer appeared to be working correctly. Since the third-party control from api was not returned and hasn't been validated for use with our analyzers, it could not be confirmed if it was suitable for testing. The issue was not seen again when we tested the retained strips. The issue maybe caused by the unsuitable control samples.